Manufacturer narrative:
The device manufacture date was reported as november 8, 2013 in the initial report and has been updated to april 21, 2010. Therefore, the UDI number has been corrected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the power module device housing was cracked. It was further determined that the device failed pretest for general condition & lever, check position of motor shaft, information button & self-test, charging and checking of the power module in charger, function- test and saw-test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.